Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, high pacing lead impedance and high capture thresholds was noted on the right ventricular (rv) lead. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable, before, during and after the event.